Manufacturer narrative:
Visual inspection of the returned device did not reveal any defects or damage. The manifold was subjected to both air and water leak testing, and performed properly. No other complaints have been received on manifolds from this mfg lot.

Event description:
End user hosp reported that a cracked middle port on a manifold was responsible for air being injected into a pt during a procedure. According to the hosp, the pt experienced chest pains but no injury.